Event description:
Rn was flushing port with prefilled ns syringe after blood draw of pt. Syringe barrel of prefilled syringe split when port was flushed resulting in blood splash to rn's eye. Note: rn was wearing proper protective equipment and following standard precautions. Pt was not harmed by the event.